Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose insulin pump had a motor error alarm. The customer¿s blood glucose level was 436 mg/dl. Customer declined for troubleshooting for high blood glucose level. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.